Event description:
The week prior to this report, the patient reported swelling around his pump. A dye study was done and everything looked normal; no device issue was suspected. The event was attributed to pump placement. The pump was ¿really subcutaneous¿ and was causing some irritation; no infection was suspected. The patient was given a referral to see the implanting physician to see if a revision was needed. The patient was receiving effective therapy. Per the implanting physician, the pump was moving freely in the pocket. It was thought that the anchor sutures may have pulled loose. The patient was scheduled for surgery in (B)(6) 2015. It was unknown what drug was being delivered via the device system, but it wasn¿t baclofen.

Event description:
Additional information received reported that the patient was having the pump explanted (B)(6) 2015 due to the swelling around the pump that has been present since implant.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).